Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the valve is stuck. Associated malfunction for this device: o2 outlet and control panel broken.